Event description:
Patient went to operating room. Physician noted pump malfunctioning, as previously reported. Entire system replaced, patient returned to med surg floor. Two days later, same physician noted wound therapy system not functioning as designed - no alarms sounding but drainage had collected all around wound despite good seal. As a result, patient has significantly worsened cellulitis around wound. Wound therapy system removed & dressing applied.